Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the pt went to her clinic visit with no issues; however, when she was connected to the power module, her pump stopped, alarmed for approximately 15 seconds, and then returned to normal function. The pt was kept on the power module for approximately 15 minutes, but the problem could not be reproduced. She was placed back on battery power and was admitted into the hospital. On (B)(6) 2014, the manufacturer's technical service evaluated the percutaneous lead. During testing, no broken wires were noted. The distal end of the percutaneous lead was replaced up to the skin exit site. When the pt cable was connected, a low speed and a pump off alarm occurred. Internal wire damage was suspected. On (B)(6) 2014, the manufacturer sent a modified pt cable to the hospital. The pt's pump was exchanged on (B)(6) 2014, and she remains ongoing on the new lvad.

Manufacturer narrative:
The reported low speed and motor stop alarm events were confirmed through the evaluation of the submitted system controller log file; however, percutaneous lead wire damage could not be conclusively confirmed without a full evaluation of the full percutaneous lead. As initially reported, the manufacturer¿s technical services technician performed a distal-end percutaneous lead replacement. Approximately 17¿ of the distal portion of the percutaneous lead was returned for evaluation. Following the distal-end percutaneous lead replacement, the alarms persisted and the patient underwent a pump exchange on (B)(6) 2014. The pump was returned to the manufacturer assembled with the percutaneous lead cut approximately 2.5¿ from the pump housing and the distal portion of the percutaneous lead was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the outflow conduit (outflow graft and outflow graft bend relief) was not returned. Visual examination of the outflow elbow did not reveal any evidence of thrombus formations or depositions. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: during the patient's clinic visit she was tethered to power module and at that time the pump stopped. Thoratec engineers out to repair driveline due to fracture without success. Pump exchanged on (B)(6) 2014.

Manufacturer narrative:
The replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. The manufacturer is attempting to acquire the explanted pump for further evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis and investigation is completed.